Manufacturer narrative:
(B)(4). Unable to perform the displacement test and the cap/reservoir will not lock properly due to missing retainer. Insulin pump received with missing reservoir tube o-ring, broken reservoir tube lip and fading serial number label

Event description:
Information received by medtronic indicated that retainer ring was broken. Customer stated the insulin pump had bumped or dropped but could not really tell and recall. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir able to lock in place when inserted into insulin pump. The device will be returned for analysis.